Event description:
The customer reported a lost sensor alert. The current blood glucose reading is 128 mg/dl. The patient stated that the wrong transmitter was not programmed in the insulin pump and that there was no damage to the connection bridge or pins. In troubleshooting, the transmitter did blink green for 20 seconds. The customer was advised to monitor the device. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.